Manufacturer narrative:
Batch review performed on 15 september 2015: lot 146207: (B)(4) items manufactured and released on 13 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 26 august 2015 the r&d director checked the picture of the stem that was received stating that: "the picture show the explanted femoral stem. Nothing to be underlined". On 05 september 2015 the medical affairs director made the following analysis: a spiral proximal fracture less than one month after operation, with no reported trauma. This is a possible complication of tha and hardly implant related. However, it is very likely that the femur has been weakened or even cracked during primary operation, and this rare event normally goes undetected. I see no reason to consider this event implant-related.

Event description:
Patient was admitted to emergency with hip pained and xray and CT revealed a periprosthetic femoral fracture, (spiral fracture). This stem was revised using a distal fixed stem. Acetabulum was well fixed but surgeon decided to remove this and replace with a new one since he wanted to put a little more antiversion on the cup in this revision situation. Additional information received on august 25th 2015: the implant were not made available by the hospital. There was no apparent trauma that lead to this incident according to the surgeon.

Manufacturer narrative:
On 16 september 2015 it was prepared a final report with the information already submitted in the initial report. On 12 october 2015 the report was sent to the initial reporter and the case was closed.